Event description:
It was reported that balloon rupture occured. A 3.25 x 8 nc emerge balloon was advanced for treatment. However, at 22 atmospheres the balloon ruptured. No patient complication indicated.